Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer¿s insulin pump alarmed motor error, button error and a motor position encoder error. The customer¿s blood glucose level was 11.9 mmol/l at the time of the incident. The customer's insulin pump not responsive to any button presses. It was reported that they had received motor error and motor position encoder error. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump. Recommended customer refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test. However device alarmed motor error during basic occlusion test due to loose or protruded drive support disk unable to perform occlusion test, prime test, excessive no delivery test. The motor was tested outside the device and passed.